Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/24/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: - did the alleged deficiency occur prior to using the device on the patient? If not, please explain.=>unk - please provide the lot number. =>unk - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>we regularly contact with sale rep about the device returning. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(6) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the suture was detached when removed it or in an unintended scene. The doctor feels that the joint was weak. Other defective products were discarded. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.